Event description:
In this case, a 27mm valve was explanted after an implant duration of 4 years 11 months (59.53 months) due to unknown reasons. On 15 nov 2007, a perimount plus valve, model 6900p27mm, was implanted. On (B)(6) 2012, the valve was explanted and replaced with a magna mitral ease valve, model 7300tfxj25mm. No further details were provided.

Manufacturer narrative:
Device not returned. No additional information is available. Follow up doctor and surgeon information not provided. Unknown if device is available for return.

Manufacturer narrative:
Through follow up with the customer, it was learned that the device was explanted due to infective endocarditis. It is reportedly documented in the preoperative diagnosis that aortic and mitral regurgitation due to infective endocarditis (ie) were observed. However, the level of regurgitation and the source and type of infection were not provided. The device will not be returned for evaluation due to infection. Additionally, the customer commented that this explant was caused by ie and it was not device related. This event was reported because explant of this device is a serious injury. There was no mention by the customer of a device malfunction. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, without return of the device or additional information regarding the source and type of infection, we are unable to conclusively determine root cause for explant of this device.